Event description:
I wore my soft contact lenses while opening presents. My eyes, but especially my right eye began tearing, and swelling. It was so painful, I made an appointment at eye clinic. I was given polymixin sulf/tmp sol falcon op. Thank god, it slowly took the red, painful tearing away. After the prescribed days I quit the drops. Since that experience, I am unable to open my eyes at night or early morning without pain. It feels like my cornea is being torn. I have since gone to another dr. And he prescribed just what I'd been doing, putting drops on my eyelid and pulling the lower lid to get moisture into the eye so I can open it. I want to explain that I have bausch & lomb soflens daily wear contact lenses. I am afraid to wear them after the experiences I've had. I did wear them one sunday to church and took them out, after washing my hands and rinsing them thoroughly off, then put them in a contact case. The contact case may have been the one I had used at christmas time, but I always clean them. Anyway, 2 days later I went to put them on again. They are multiple use, and I had only worn them once and I opened the case. Both lenses had a slime coating and stringy mucous all around them. I showed my husband, and then threw them out. I found one that was dried out and had somehow missed the trash. I have it if you want to check it out. Also, since I don't feel confident using these lenses I have 8 unopened bausch and lomb soflens multifocal-polymacon-lenses you can have to test if you think that they are the cause of this horrible infection I got. I do not want anyone to have to go through what I have. The fact that I had only worn them once and then in just 2 days that slime was on them is what prompted me to write you. I will happily send you the old and/or new lenses for testing.